Manufacturer narrative:
This report is filed on february 14, 2017. Registration number 3009092818 and exemption number e2016011. - attachment: [63366-device analysis report.pdf]

Manufacturer narrative:
Device details unavailable at the time of this report, this report is submitted by cochlear limited on behalf of (B)(4). Registration number 3009092818 and exemption number e2016011. H3 other text: device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced breakdown of the skin-flap resulting in the extrusion of the receiver-stimulator. Subsequently the device was explanted on (B)(6) 2016, it is unknown if there are plans to re-implant the patient with a new device as of the date of this report november 02, 2016.